Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/16/2022, it was reported by sales representative via email that an ar-1588rt-ib tightrope ii rt internal brace fibertape was loaded backwards on the pre-assembled tightrope 2 with internal brace. This prevented the button from flipping. Surgeon took button out of joint, fixed fiber tape orientation and then deployed the button appropriately. This was discovered during acl reconstruction procedure on (B)(6) 2022.